Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a warning for undefined high pacing impedance. In addition, a lead integrity alert (lia) was triggered for sensing integrity counter (sic) and high rate non-sustained episodes. The high rate non-sustained episodes showed oversensing. The rv lead also exhibited high thresholds. An rv lead replacement was attempted; however, access could not be obtained due to the patient¿s small veins. An rv replacement procedure is planned; however, the rv lead remains implanted/out of service until the procedure occurs. No patient complications have been reported as a result of this event.